Event description:
It was reported that the generator did not continue to pace for the expected amount of time once the battery was removed. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the generator did not continue to pace for the expected amount of time once the battery was removed. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator did not continue pacing for the expected amount of time after the battery was removed, its pacing continuation was within specification. However, the main printed circuit board was replaced as a preventive. Analysis did find that the ring was bent and it was therefore replaced. (B)(4).